Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the staples opened on the pulmonary artery, result into a poor staple formation. The procedure was extended more than 30 minutes. To resolve the issue they converted the procedure to a thoracotomy. The incision was extended more than 1 inch.